Event description:
It was reported that during the procedure in the mildly tortuous, mildly calcified, distal right coronary artery (rca) for treatment of an 80% stenosis, pre-dilatation was performed. A 2.5x28 rx xience prime stent delivery system (sds) was advanced via radial access but resistance was felt and the sds could not advance smoothly through the lesion. No force was applied to the sds. During retraction of the sds without resistance, the stent dislodged in the proximal rca. A 1.2x6 mini trek dilatation catheter and a whisper es guide wire were advanced to the stent in an unsuccessful attempt to retrieve the dislodged stent. Ultimately, a multilink 8 stent was deployed to embed the dislodged stent against the vessel wall. Post dilatation was performed using a 4.0x12 nc trek balloon. The procedure was concluded. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Stent dislodgement was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.